Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported during site visit by bd representative that the device allegedly failed to alarm air-in-line. Clinicians reported that lines ¿run dry¿ and the air was not detected by the air-in-line sensor and that the bubbles "nearly reached the patient." Bd representative initiated with the customers a discussion on priming and possible contributing factors based on infusion drugs. Education was then provided to the clinicians on resolving possible nuisance air-in-line alarms. The customer had indicated that no additional information will be provided and the devices will not be returned to the manufacturer for investigation. There was patient involvement but impact was unknown.